Event description:
Approximately three months post-operatively following a procedure to extend an existing pedicle screw construct, a patient reported pain. On radiograph, the rod connectors were observed to be disengaged from the rods in the pedicle screw construct. A procedure was performed to remove and replace the subject device.

Manufacturer narrative:
The hospital has reported that the devices will not be returned.